Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of over 20 mg/dl. The cause of the low bg was unknown. The customer attempted to address their low bg by consuming carbohydrates and then went to the emergency room (ER) the morning of (B)(6) 2023 for several hours. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the ER in the late evening of (B)(6) 2023 with no permanent damage. The pump was replaced, and the customer continues to use the pump for insulin therapy. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.